Event description:
It was reported that the patient received inappropriate therapy due to noise. High impedance, low sensing and capture anomaly were also observed. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found a lead crush at 33.6cm to 35.5cm from connector pin. The inner coil and conductor cables were fractured in the same location.